Event description:
The event occurred on an unspecified date in october and involved a microclave® neutral connector. It was reported that their most recent four events from this week were single microclaves on the end of central lines, on vulnerable patients from oncology. There is breakage of the hard plastic portion of the microclave. When this occurs, it requires a sterile cap change procedure. The break in the line is added risk for infection for the patient as well as additional time and effort required for the nursing staff. There was patient involvement and unknown human harm. This captures 3 of 4 occurrences.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is returned a follow up report will be submitted.